Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke at the shaft during a lumbar fusion. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a new bur.

Manufacturer narrative:
Updated manufacturing date and expiry date upon receipt of lot number. Device evaluation: investigation results indicate that the bur breakage is as a result of metal contact causing localized wear which weakened the neck of the bur. The quality investigation is complete.

Event description:
It was reported that the bur broke at the shaft during a lumbar fusion. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a new bur.